Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the intermittent response of the up arrow keypad button was not duplicated; all of the keypad buttons responded appropriately and were functional. The buttons had normal spring back and click. The keypad was found to be worn. There was evidence of contamination found under all of the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was intermittently responsive, was hard to push and required presses on the side of the button to elicit a response. Reportedly, the symbols on the up arrow and ok buttons were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.